Event description:
The foot control units on the dental chair are extremely fragile and subject to damage easily. The types of damage include broken buttons, switches, cracked cases and connecting cords pulling out of the strain relief. The unusually high level of occurrences has at times rendered as many as 25% of the units in one clinic unusable. The amount of time to obtain replacement warranty parts from the MFR in most cases has exceeded 30 days.